Event description:
The hospital reported that the connections were stripped on the blower mister with IV sets, this was discovered prior to use. Another device was used to complete the procedure. The hospital stated there was no patient effects or delay. Note: this is the first time this is being reported, however; it is not the first time they have experienced this.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).